Event description:
The pt volunteered for a reflux disease implantation study where the gatekeeper reflux repair system was used. (Manufactured by medtronic, inc.) The pt underwent an esophagogastroduodenoscopy, where the endoscope was advanced into the duodenum. A cook endoscopy savary-gillard wire guide was advanced through the accessory channel of the endoscope and placed in the stomach. Then the endoscope was removed. The gatekeeper delivery device was inserted over the wire guide and four implants were placed. The gatekeeper delivery device and wire guide were removed and when the endoscope was reinserted, it was discovered that three implants were satisfactory, and the fourth was projecting into the gastric lumen. The decision was made to place another implant. The savary-gillard wire guide was once again inserted through the endoscope and once in place in the stomach, the endoscope was removed. When another gatekeeper delivery device was inserted, moderate resistance was encountered. When resistance was encountered, everything was withdrawn and reinserted. Implantation of fourth implant was successful where the previous one extruded. One hour after the procedure, the pt complained of chest pain. An endoscope procedure was performed to reexamine the esophagus. A mucosal tear, approx 5mm in length, was observed in the esophagus and endo clips were applied to the tear. After a gastrografin procedure was completely by radiology, a perforation of the esophagus was confirmed. The perforation was repaired via thoractomy repair surgery. Due to this event, the pt remained in the hosp approx 9 days before release.